Manufacturer narrative:
G4: 20may2020. B4: 29may2020. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the internal battery to address and correct this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18may2020.

Event description:
The customer reported a ventilator that only boots up via the battery (power source issue). There was no patient involvement or harm.